Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to intracranial meningioma. Patient is alleging tilt and vena cava perforation. It was further alleged that the patient experienced anxiety after finding out that there was a problem with the filter. The patient was reportedly concerned about having to have removal surgery, the possibility of the surgery being unsuccessful, and very concerned about other possible health risks. It was reported that the filter was successfully retrieved via the right internal jugular vein on (B)(6) 2017. Per report from CT, (B)(6) 2017: positive for caval perforation. "Approximately eight prongs perforate the inferior vena cava. Maximum distance of perforation is approximately 13 mm, sagittal image 45 of series 8 and coronal image 42 of series 7. One of the right-sided prongs perforates into the right gonadal vein, image 63 of series 2, one of the prongs extends to the anterior portion of the l3 vertebral body, image 69 of series 2, a third prong extends to the anterior of the right psoas muscle, image 68 of series 2, and one of the anterior prongs extends to the posterior wall of the third portion duodenum, image 67 of series 2. Approximately 12 degrees of superior anterior to inferior posterior tilt of the filter is present, seen best on sagittal image 45 of series 8. No significant coronal tilt." Per operative note, (B)(6) 2017: "no thrombus noted in filter. Successful filter retrieval; filter intact with all tines present."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Device code(s): appropriate term/code not available (3191) was selected for the reported device perforation and device tilt. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, tilt, and anxiety. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on work order for neither device lot, nor filter lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.